Manufacturer narrative:
Customer's complaint was not replicated with in-house testing of retain lot w60617. No issues with tni recovery observed. No sample was returned to product support, further investigation cannot be pursued. Unable to rule out sample specific interference as a potential cause for discrepant results. Reviewed the batch record for lot w60617. Lot met all final release specifications. Unable to determine root cause of complaint. No product deficiency was established. No corrective action required at this time.

Event description:
Customer reported triage troponin I (tni) results were negative compared to laboratory instrument when testing a patient who presented to the ER . The patient was a (B)(6) old male who presented to the ER on (B)(6) 2016 with respiratory stress. No further information was available such as patient's medications. Patient was still in the ER at the time the discrepant low results were reported and was being treated using the results from the laboratory analyzer. No other medical results were available such as EKG; treatments provided unknown. Several attempts were made by technical service specialist but no there was no response from the customer.